Event description:
The customer contacted abbott regarding ultrasensitive htsh high control out of range high using the axsym ultrasensitive htsh reagents, controls and master calibrators. The customer reported the laboratory's positive control used in the calibration of a new regent pack produced values higher than expected. The customer also utilized biorad control material to rule out contamination of the abbott control, and the biorad control values were also elevated. The customer recalibrated the ultrasensitive htsh assay with an unopened reagent pack from the same lot and obtained elevated control values. The customer requested replacement of the reagent pack and master calibrators used for troubleshooting the issue. The customer's issue was resolved with a new lot of ultrasensitive htsh master calibrators. The customer reported there was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.